Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 ¿ (B)(6) 2025. The customer also reported that on (B)(6) 2024, they went to the emergency room (ER) for four hours because of a low bg level. The customer could not recall bg level or how the low bgs were addressed for any even during this period. The customer was released from the ER the same day. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.